Manufacturer narrative:
Investigation: a review of the batch history documentation (bhd) was conducted as part of a supplier complaint investigation. The release paperwork for bd-swindon has been reviewed and the batch was shipped meeting the applicable specification. Analysis of the loose contamination has confirmed it is biological contamination (hair). Although, based on the failure rate, the reported condition is out of specification, the moulded in contamination is minor and does not affect the fit, form or function of the final assembled product and the hair, although undesirable, is not in contact with the drug product and neither condition poses any risk to the end user.

Event description:
It was reported that there was foreign matter on device with a bd ultrasafe¿ x50 x100l. This occurred with 9 devices prior to use. The following information was provided by the initial reporter: during inspection of the above material it was found that the material failed inspection for surface condition and burned materials. 3 defects were found for a hair like substance. 6 defects were found for burned marks on the flanges.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on device with a bd ultrasafe¿ x50 x100l. This occurred with 9 devices prior to use. The following information was provided by the initial reporter: during inspection of the above material it was found that the material failed inspection for surface condition and burned materials. 3 defects were found for a hair like substance. 6 defects were found for burned marks on the flanges.